Manufacturer narrative:
Evaluation of the returned velocity confirmed the device was fractured. Probable cause of this damage is likely due to forceful advancement against resistance. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. The proximal fractured segment was not returned for evaluation. Further evaluation revealed bends along the distal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra guide sheath, a non-penumbra catheter and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician encountered resistance and had difficulty advancing the non-penumbra catheter through the guide sheath with the velocity in it. Subsequently, while manipulating the velocity within the non-penumbra catheter, the distal end of the velocity broke. Therefore, the physician removed the distal end of the velocity by applying aspiration to the non-penumbra catheter and the remaining velocity was removed by pulling the non-penumbra catheter out. The procedure was completed using a non-penumbra microcatheter, a non-penumbra catheter and the same guide sheath. There was no report of an adverse effect to the patient.